Event description:
The hosp reported that during a coronary artery bypass procedure, the heartstring ii seal misfired when they tried to deploy it. A new kit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the seal and tension spring assembly had been removed from the loading device and returned separate. The seal had been completely unraveled and the blue string had been cut. The white collar was not present; the plunger had been depressed. There was no evidence of blood on the device. Based upon the received condition of the device, the reported complaint "seal misfired when they tried to deploy it" could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).